Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat cystocele and urethral prolapse and mesh was implanted along with the concurrent procedures of cystoscopy and cystocele repair. It was reported that following insertion of the mesh the patient experienced erosion. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to mesh erosion. Procedure performed was resection of transvaginal mesh. It was reported that the impression was eroded portion of prior avaulta interior mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.